Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Tones was emitted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that a request had been submitted for reanalysis of this device data. The updated data analysis confirmed that the device continued to exhibit accelerated battery depletion. Conservative modeling showed that this device was not expected to reach elective replacement indicator (eri) battery status within the next 90 days. Based on the current depletion trend, the recommendation was for the device to be replaced or for the battery status to be reevaluated in 90 days.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Tones was emitted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this ICD remains in service. No adverse patient effects were reported.